Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received through the beta bionics support team, the patient experienced hypoglycemia requiring unexpected medical intervention on or around (B)(6) 2026. The cgm was reported to have provided inaccurate glucose readings; however, no specific cgm or bg values were documented. It was reported that the dexcom cgm readings were up to 60 mg/dl higher than the bg readings, which reportedly resulted in insulin being administered when it was not needed, ultimately leading to hypoglycemia. No additional details regarding symptoms, treatment, the nature of the medical intervention, or patient outcome were provided. Due diligence attempts were made to contact the reporter and obtain additional information regarding the event; however, these attempts were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.